Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a fall the patient experienced ineffective therapy and was unable to enter MRI mode. Reprogramming has been unable to resolve the issue. Diagnostics revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.